Manufacturer narrative:
H6: investigation summary a 2000e china product was not available for investigation; however, the customer confirmed the complaint sample was from lot 22015772. The feedback provided by the customer indicates a complete occlusion was detected during use of the smartsite device. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22015772 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. H3 other text : see h10.

Event description:
It was reported that 5 bd smartsite¿ needle-free connector were clogged. The following information was provided by the initial reporter, translated from chinese to english: smartsite does not go liquid, flushing pipe flushing impassability, green claims, has happened many times, it hope the quality department to pay attention to.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd smartsite¿ needle-free connector were clogged. The following information was provided by the initial reporter, translated from chinese to english: smartsite does not go liquid, flushing pipe flushing impassability, green claims, has happened many times, it hope the quality department to pay attention to.